Event description:
The customer reported to olympus that the insertion part leaked on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation a foreign object was found in the nozzle. Additional evaluation findings were as follows: due to deformation of scope cover, water tightness is lost, the light guide cover glass, the scope connector cover unit, the protector of universal cord on scope connector side, the protector of universal cord on control section side, the universal cord, the flexibility adjustment ring, the grip, the scope cover, the switch box, the plastic distal end cover, the free/engage knob, the up/down knob, the right/left knob, the control unit, the scope connector, the lock engagement lever, the connecting tube all have a scratch, the suction cylinder was shaved, the paint on suction cylinder is peeled, the paint on air/water cylinder is peeled, the control unit has discoloration, the scope connector is dirty due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to deformation of zoom lever, water tightness is lost. Based on the results of the investigation a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance of this device.